Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications occurred after filling multiple cartridge with an unknown amount of insulin. Additionally, the customer experienced resistance when filling a cartridge. The customer¿s blood glucose level was 100 mg/dl. Reportedly, the customer added insulin to a new cartridge and loaded it successfully.